Event description:
It was reported that a pump issued an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was suspended due to the alarm, and technical support instructed the customer to clean the speaker holes and try reconnecting the current cartridge. When this did not resolve the issue, the customer loaded a new cartridge; however, the alarm recurred. Technical support advised waiting two hours for any moisture to evaporate and planned to follow up with the customer.